Event description:
Head of valvulotome broke off inside vessel during right insitu bypass (lower extremity) procedure. Distal end of vessel damaged and removed. Required extension of incision and prolonged procedure time. MFR ref: 2515651-2004-00006.